Manufacturer narrative:
The insulin pump failed the vibrate check on the self test due to a broken black vibrator wire. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an absence of vibrate on the insulin pump. Self test failed; there was no vibration during the self test. There was no low battery status. The battery was replaced but the anomaly persisted. The customer's blood glucose was unknown. Nothing further was reported.